Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are unresponsive, having to be pushed very hard multiple times to induce a response. The pump is worn in a pocket. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): contrast button unresponsive and up button delayed/intermittent response. There was no visible damage to the keypad. The keypad was removed and buttons inspected: the contrast and up buttons are contaminated with adhesive.unrelated to this complaint, the display was pink and dim. When the screen was replaced with a known good one, the contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.